Event description:
Over-infusion. The pump would not stop the infusion when the hold button was pressed. The pump door had to be opened to stop the infusion. The pump was removed from service and no other details of incident were available.

Manufacturer narrative:
Investigation results: the pump was inspected and it was found that the hold button on the keypad was not consistent and required extra effort to get it to respond. Bbraun medical has previously investigated this issue and it was determined that one or several keys on the outlook keypad may fail to function as intended if the underlying circuitry fails due to intermittent contact. CAPA (B)(4) was generated to address failures in two different areas; one failure occurring at the connector pin as a result of the degradation of the graphite/silver traces resulting in intermittent electrical contact between the keypad and the display board. The second failure was detected on the hold button specifically. This particular button showed inconsistent functional response depending where the force was applied on the button. The following control measures and design modifications have been implemented as a result of the investigation findings: (B)(4). The pump involved in the reported incident was repaired and returned to the customer.